Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The pcom search returned a total of 63 complaints for lower back and hip products during this time period for the class/subclass. There were 7 complaints confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. The complaints were evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 663 complaints was above the upper control limit (ucl) of 14 complaints. An evaluation of the 36 month trend chart did not show a significant increase over time. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for lower back and hip products. This complaint could not be associated with the confirmed ones as there is limited information. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative and the image provided represent a potential device malfunction. The severity level is s3 per (B)(4) ¿bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp¿. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Contents of the heat discs were leaking out of a back wrap [device leakage], used the product in which the contents of the heat discs were leaking out of a back wrap [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number unavailable) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in 2018, the patient reported "about a year ago, the contents of the heat discs were leaking out of a back wrap." The patient stated she used the product. She stated the product has been discarded. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The pcom search returned a total of 63 complaints for lower back and hip products during this time period for the class/subclass. There were 7 complaints confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. The complaints were evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 663 complaints was above the upper control limit (ucl) of 14 complaints. An evaluation of the 36 month trend chart did not show a significant increase over time. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for lower back and hip products. This complaint could not be associated with the confirmed ones as there is limited information. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative and the image provided represent a potential device malfunction. The severity level is s3 per (B)(4) "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp". A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Company clinical evaluation comment: based on the available information, the patient reported the contents of the heat discs were leaking out of a back wrap. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on the available information, the patient reported the contents of the heat discs were leaking out of a back wrap. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The pcom search returned a total of 63 complaints for lower back and hip products during this time period for the class/subclass. There were 7 complaints confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. The complaints were evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 663 complaints was above the upper control limit (ucl) of 14 complaints. An evaluation of the 36 month trend chart did not show a significant increase over time. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for lower back and hip products. This complaint could not be associated with the confirmed ones as there is limited information. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative and the image provided represent a potential device malfunction. The severity level is s3 per rpt-74091 ¿bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp¿. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Used the product in which the contents of the heat discs were leaking out of a back wrap [intentional device misuse], contents of the heat discs were leaking out of a back wrap [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number unavailable) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in 2018, the patient reported "about a year ago, the contents of the heat discs were leaking out of a back wrap." The patient stated she used the product. She stated the product has been discarded. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The pcom search returned a total of 63 complaints for lower back and hip products during this time period for the class/subclass. There were 7 complaints confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. The complaints were evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 663 complaints was above the upper control limit (ucl) of 14 complaints. An evaluation of the 36 month trend chart did not show a significant increase over time. Based on this pcom search, there is not a trend identified for the subclass of cells damaged/leaking for lower back and hip products. This complaint could not be associated with the confirmed ones as there is limited information. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative and the image provided represent a potential device malfunction. The severity level is s3 per rpt-74091 "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp". A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Amendment: this follow-up report is being submitted to amend previously reported information: device not returned to manufacture was added. Company clinical evaluation comment: based on the available information, the patient reported the contents of the heat discs were leaking out of a back wrap. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No device malfunction has been identified. No further investigations or actions is suggested at this time. Comment: based on the available information, the patient reported the contents of the heat discs were leaking out of a back wrap. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No device malfunction has been identified. No further investigations or actions is suggested at this time.